Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test on (B)(6) 2022. The customer first obtained a positive result with the binaxnow covid-19 antigen self-test. After four hours, the consumer retested with the binaxnow covid-19 antigen self-test which generated a negative result. Although requested, no additional information was provided.